Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of an unspecified tissue injury (vascular injury) is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after an sfa [superficial femoral artery] stenting procedure. Reportedly, there was a slight delay in removing the device from the patient anatomy as the footplate of the proglide device could not be closed completely. Tissue damage was caused during removal of the proglide device. An angioseal was used to treat the tissue damage and achieve hemostasis. Twenty minutes of manual compression was applied as standard care. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.